Event description:
Customer states left wheel brake is not catching at times. Customer states when in home and transferring from chair to bed right brake engaged but left brake did not, causing chair to move forward, on the left. Customer was able to engage brake after chair stopped.